Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspect of a fracture and insulation damage. The lead had low declining pacing impedance. The lead had oversensing resulting in inappropriate mode switching. The lead had oversensing of noise seen on stored electrocardiograms. The lead sensitivity was reprogrammed; however, the lead issue was not resolved. The lead remains in use. No patient complications have been reported as a result of this event.